Event description:
Boston scientific crm received information that this product was part of a system explant due to a risk of patient infection. This device had been implanted following the resolution of a previous infection; however, the device pocket reopened and the physician elected to explant the acute system due to the possibility of infection. There was no report of adverse patient effects due to the explant procedure. A new device will be implanted on the other side of the patient's body when this device pocket heals.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.